Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was damaged distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
It was reported that guidewire stuck was experienced. During a procedure to treat atrial fibrillation, when testing the farawave pulsed field ablation catheter for deployment, no issue was observed except once the catheter was in the sheath. The guidewire got stuck and could not be used properly. No tissue was observed at the tip of the catheter or guidewire. Subsequently, the catheter was replaced. Additionally, the guidewire was inspected and functioned normally with the new catheter. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck was experienced. During a procedure to treat atrial fibrillation, when testing the farawave pulsed field ablation catheter for deployment, no issue was observed except once the catheter was in the sheath. The guidewire got stuck and could not be used properly. No tissue was observed at the tip of the catheter or guidewire. Subsequently, the catheter was replaced. Additionally, the guidewire was inspected and functioned normally with the new catheter. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.